Event description:
A customer reported that during cataract surgery patient experienced a corneal burn occurred in initial sculpting. The wound was stitched with three sutures and glue to close and surgery time was prolonged. Procedure was completed by using new handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.